Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the "down" arrow and contrast button on the keypad were under responsive to user presses. The keypad was removed and there was contamination found on the "down" and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.